Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt has experienced a loss of therapeutic effect since falling on her buttocks. She was not able to feel stimulation nor has it helped her symptoms. Further info is being requested from the hcp.